Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases and wear abrasion. A leak test and microscopic analysis were performed which identified a crack opening on the diaphragm valve. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "leakage." Device has been explanted.